Event description:
Falsely elevated ctni results of 5.5 ng/ml was obtained. This results was reported to the physician. The same specimen was retested on the same analyzer and ctni "abnormal assay" flagged results of 0.20 ng/ml and 0.80 ng/ml were obtained. The same specimen was also retested on another analyzer and a ctni result of <0.04 ng/ml was obtained. Patient reatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data did not identify an instrument failure. Customer indicated a sample integrity issue.